Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a performance check was required for the device as it had been running quite slowly. The customer confirmed that they had recently experienced user authentication timeouts when logging in with biometric identifier (bio ID), and the application had become slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow in user authentication. A technical support specialist (tss) attempted to remote into the station, but remote support service (rss) initially timed out. Rss restart packages were deployed successfully, and a second remote attempt was completed without issues. Medication application logs were reviewed and showed that the domain authentication process completed in approximately 3.4 seconds. The exact time of the reported slowness and the affected user were unclear due to the lack of a timestamp. Tss then adjusted the network speed to half duplex and restarted the station. The customer confirmed that performance was significantly improved afterward. The system functioned as intended after the technical support specialist troubleshot the device.